Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer reported a patient discrepant result. Patient had a history of sars-cov-2 positive result but had been released from the hospital. One month after hospital release, patient sample was tested using xpert xpress sars-cov-2, resulting in sars-cov-2 positive. Upon retest of the same sample using xpert xpress sars-cov-2, the result was sars-cov-2 negative. Customer reports that they do not classify this as a discrepant result but as a sample related issue due to low viral load. Customer does not suspect any issue with either cartridge or module. Customer was not able to provide any data.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer reported a patient discrepant result. Patient had a history of sars-cov-2 positive result but had been released from the hospital. One month after hospital release, patient sample was tested using xpert xpress sars-cov-2, resulting in sars-cov-2 positive. Upon retest of the same sample using xpert xpress sars-cov-2, the result was sars-cov-2 negative. Customer reports that they do not classify this as a discrepant result but as a sample related issue due to low viral load. Customer does not suspect any issue with either cartridge or module. Customer was not able to provide any data. However, upon discussion with customer, cepheid patient safety board learned that patient was serially tested, which is off-label use of xpert xpress sars-cov-2. Root cause is due to target near lod. There is no evidence of product malfunction and there was no patient harm. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Customer did not provide test data for this complaint, therefore information associated with the product lot number, manufacture date and expiration date were not completed in this MDR. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.